Event description:
The pt was receiving an MRI of the hips. Pt complained of feeling hot in the middle of study, tech then placed towels between the pt and the gantry and the rf cables. Pt was talked to between sequences to ensure that all was ok to continue procedure. After the exam, the pt appeared fine. The next day, the pt called site to say she had a two inch burn mark on her breast. The pt subsequently was evaluated at the emergency room. Pt was diagnosed with a 2nd degree burn approx 5x2 cm and treated with silvadene cream and released. Three days later, her doctor called stating that the pt had a 3rd degree burn on her breast, size 5x2 cm.